Manufacturer narrative:
Analysis of the software found the issue was able to be replicated when using sagittal scan. Selecting midline points that showed a better boundary between left and right hemispheres resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system. It was reported that the surgeon loaded an exam and noticed that after assigning ac & pc the exam flipped 90 degrees once they put the first midline point. When they assigned the secondary midline point, the exam corrected itself. No patient present as this was all during planning.